Manufacturer narrative:
The drill attachment was received by the MFR and the complaint was confirmed. Internal components were evaluated, which revealed the motor assembly was damaged. The motor assembly was replaced, and the device will be returned to the user facility.

Event description:
It was reported that during a surgical procedure, the drill heated up. The procedure was completed using this same equipment, without causing a delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.